Event description:
Patient reported that in the past, she has experienced issues where the adhesive pad did not stay attached to the body. Patient stated that she now uses tap to keep the v-go device applied for the completion of the 24 hour period.